Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure. Note there is no indication of extravasation or serious injury as a result of the overpressure.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: visual inspection: no physical damage observed. Broken warranty seal. Contaminant on front panel aux port. Functional inspection: device under test boots up as expected however it failed manual pressure check during functional test - no pressure feedback from the console. Pressure sensor voltage test performed - voltage output at j25 connector black and white wire is out of voltage limits. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Material analysis: due to the nature of the reported event, the material analysis was deemed unnecessary and therefore not performed. Confirmation: reported complaint is confirmed expanded investigation activities: pressure sensor voltage output at j25 connector black and white wire is out of limits. Investigation conclusion: customer reported complaint "high pressure" or abnormal pressure is confirmed, manual pressure check failed during functional test. Pressure sensor voltage test performed - voltage output at j25 connector black and white wire is out of voltage limits indication a faulty pressure sensor. Failure mode: abnormal pressure. Root cause: component failure. Other nonconformities: faulty receptacle board - contaminant on aux port. Probable root cause: 1. Pressure sensor malfunction/out of calibration. 2. Inflow cassette/ tubing pressure sensor membrane failure. 3. Mis-inserted cassette/ tubing. 4. Motor encoder malfunction/failure. (Inflow and/or outflow) 5. Roller wheel assembly. (Inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up. 7. Main board (all) /imx failure (cf). 8. Software malfunction. 9. Use error. 10. System design. 11. Unwanted movement of internal components/wiring. 12. Pressure sensor is operated above linear pressure reading range. 13. Pump operated at least-favorable environmental conditions for extended period of time. 14. Run screen does not adequately indicate overpressure situation. 15. Mini wash malfunction. 16. Command not registered from hand control (all), footswitch , sidne or hermes. 17. Excessive use of wash or turbo. 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates. 19. Power failure of pump.

Event description:
It was reported that there was overpressure. Note there is no indication of extravasation or serious injury as a result of the overpressure.